Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Caller reports that the touchscreen is intermittent and at times will not respond. No patient or user harm was reported.